Event description:
It was reported that a patient underwent a procedure using an interspinous spacer to treat lumbar canal stenosis at l3/4 (12mm) and l4/5 (16mm). Eighty-four days post-op, it was reported that a spinous process fracture was noted at l4 on CT scans. There was no report of worsening of symptoms and no complaint of pain, according to the report. A second surgery for removal of the implant, laminectomy and fixation was performed. The surgeon commented that "the second surgery was done but there was not failure of the implant." No further patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Devices of multiple part/lot numbers were implanted during the procedure including: part: 1-3212 / lot: 2228531; part: 1-3216 / lot: 2241441. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.